Manufacturer narrative:
The insulin pump was received with blank display due to corroded on lcd and mother board. The insulin pump was unable to perform the displacement, basic occlusion, occlusion, prime and no delivery tests due to due to blank display. (B)(4).

Event description:
The customer reported via phone call that the insulin pump got exposed to moisture. The customer's blood glucose was 367 mg/dl at the time of incident. The customer stated that there was fluid under the lcd display. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.